Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
New information: on 7/30/2018 mentor became aware that the explantation date was on (B)(6) 2018 and the facility name was (B)(6) surgery & medical spa.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 300cc and experienced deflation on the right breast implant. As a result patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. Brown and yellow material were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases on the anterior view that extended to the posterior view. A rent was discovered within one of the creases on the posterior view measuring approximately 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow and brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the product code is 3501645, which corresponds to a saline mentor smooth round moderate profile 300cc. The additional information also indicates the product lot number is 5677423 and the correct date of implantation is (B)(6) 2006, not (B)(6) 2006 as previously reported in the initial report dated (B)(6) 2018. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).